Manufacturer narrative:
The end-user reports there is no physical damages to the speed control dial, but reports the way it is mounted on their wheelchair frame, it is in the way whenever they transfer. Report claims as the end-user was transferring into their car, their leg was resting atop the speed dial and when they slid across, they received a large gash on the underside of their right thigh that required 8 staples and 2 stiches. The end-user stated there aren't any damages to the dial, but they will no longer utilize the control until a better mounting point can be identified. Review of photo evidence provided by the end-user appears to confirm no damages to the dial were present. With the information provided, permobil is unable to reach a determination as to probable root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports while transferring from the manual wheelchair into their car, the end-user reports their leg was caught on the speed control dial and reportedly injured their leg requiring medical intervention to address.